Event description:
As reported: "when using the gamma3 distal aiming device, the distal holes of the nail were missed after correct adjustment of the aiming device. After inspection by the sales rep, it was determined that the g3 targeting device and the distal targeting device could not be adjusted correctly and were probably warped."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "when using the gamma3 distal aiming device, the distal holes of the nail were missed after correct adjustment of the aiming device. After inspection by the sales rep, it was determined that the g3 targeting device and the distal targeting device could not be adjusted correctly and were probably warped."

Manufacturer narrative:
The reported event could not be confirmed since the device was found to be fully functional during testing. The device inspection revealed the following: the received devices show normal signs of usage during visual inspection. No abnormalities related to failure observed on the external surface of both the devices. A functional test was done on the returned devices which showed that the device is fully functional i.e. The drill passed both the distal static hole and distal oblong hole without any interference with the nail. However, a slight deviation of the alignment dots for left and right fixation was observed but the slight differences of the dots is considered secondary because they are only intended as orientation how to turn / position the devices. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to user related issue as the device is found to be fully functional. If more information is provided, the case will be reassessed.